Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-08484. It was reported that the pt had pain around the ipg site. It was also noted that the pt experienced auto reducing on the programs. Reprogramming the device resolved the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.